Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).) On 05-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and musculoskeletal pain ('joint and muscle pain') in a (B)(6) female patient who had essure (ess205) (batch no. 621804) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), migraine ("migraines"), insomnia ("insomnia"), tinnitus ("tinnitus in both ears"), dizziness ("dizziness"), dry eye ("very dry eyes"), disturbance in attention ("poor concentration"), amnesia ("memory loss"), abdominal distension ("abdominal swelling") and hepatic steatosis ("fatty liver disease") and was found to have weight increased ("weight gain") and heavy metal increased ("three or four fold the normal level of nickel in her blood"). The patient was treated with essure removal on (B)(6) 2021 and surgery (surgery on right jnee in 2018). At the time of the report, the pelvic pain, musculoskeletal pain, fatigue, migraine, insomnia, tinnitus, dizziness, dry eye, disturbance in attention, amnesia, abdominal distension, weight increased and hepatic steatosis had not resolved and the heavy metal increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, disturbance in attention, dizziness, dry eye, fatigue, heavy metal increased, hepatic steatosis, insomnia, migraine, musculoskeletal pain, pelvic pain, tinnitus and weight increased with essure (ess205). The reporter commented: for many years she has noticed worsening symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): heavy metal test - on an unknown date: three or four fold the normal level of nickel in blood. Magnetic resonance imaging - on an unknown date: result not reported. Ultrasound scan - on an unknown date: result not reported. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2022. The most recent information was received on 11-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and musculoskeletal pain ('joint and muscle pain') in a 55-year-old female patient who had essure (ess205) (batch no. 621804) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), musculoskeletal pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), migraine ("migraines"), insomnia ("insomnia"), tinnitus ("tinnitus in both ears"), dizziness ("dizziness"), dry eye ("very dry eyes"), disturbance in attention ("poor concentration"), amnesia ("memory loss"), abdominal distension ("abdominal swelling") and hepatic steatosis ("fatty liver disease") and was found to have weight increased ("weight gain") and heavy metal increased ("three or four fold the normal level of nickel in her blood"). The patient was treated with essure removal on (B)(6) 2021 and surgery (surgery on right jnee in 2018). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, musculoskeletal pain, fatigue, migraine, insomnia, tinnitus, dizziness, dry eye, disturbance in attention, amnesia, abdominal distension, weight increased and hepatic steatosis had not resolved and the heavy metal increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, disturbance in attention, dizziness, dry eye, fatigue, heavy metal increased, hepatic steatosis, insomnia, migraine, musculoskeletal pain, pelvic pain, tinnitus and weight increased with essure (ess205). The reporter commented: for many years she has noticed worsening symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): heavy metal test - on an unknown date: three or four fold the normal level of nickel in blood. Magnetic resonance imaging - on an unknown date: result not reported. Ultrasound scan - on an unknown date: result not reported. Lot number: 621804, manufacture date: 2006-11, and expiration date: 2008-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.